Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a small crack at the display window, a cracked case at the display window corner and a cracked reservoir tube lip. The data analysis showed that the daily insulin total was (B)(4)units on (B)(6) 2015, (B)(4) units on (B)(6) 2015, (B)(4) units on (B)(6) 2015, (B)(4) units on (B)(6) 2015, (B)(4) units on (B)(6) 2015, (B)(4) units on (B)(6) 2015, and (B)(6) on (B)(6) 2015. There was a no delivery alarm on (B)(6) 2015.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has passed away in a hospital. The cause of death was heart attack. The customer was hospitalized on (B)(6) 2015. The customer's blood glucose at the time of death is unknown. The customer was not wearing the insulin pump at the time of death. The customer was off the insulin pump for one day prior to passing. The device was taken off at home for unknown reason. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the insulin pump was off. No further information is available at this time.